Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that the patient lost their handset and communicator. And have received new equipment, but are not sure how to pair it. Patient services (ps), reviewed how to use handset and communicator. Patient was able to connect to ins. Patient states, the therapy is not working well. They are feeling too much vibration, pressure, then have to go to the bathroom or feeling like having to go to the bathroom. And then, nothing comes out. Ps reviewed settings and program considerations. Patient changed programs and increased settings to a comfortable level. Patient will monitor symptoms. Patient mentioned, fasting. Drinks a lot of water and is active. Patient requesting manuals.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.